Event description:
Additional information was received. It was reported that the proximal loss of seal had been updated to not procedure related but device related.

Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted for the endovascular treatment of a 51 mm diameter fusiform abdominal aortic aneurysm. Length of non-aneurysm aortic neck was 25 mm, proximal diameter of non-aneurysm aortic neck was 26 mm, distal diameter of non-aneurysmal aortic neck was 30 mm, diameter of right iliac artery was 12 mm, diameter of left iliac artery was 14 mm, diameter of right femoral artery was 9 mm, and diameter of left femoral artery was 9 mm. The right and left iliac arteries were mildly tortuous. Degree of circumferential thrombus and / or calcification was 5%. It was reported that approximately 43 months post implant, a CT with contrast noted marginal proximal sealing of stent graft. The investigator assessment states that the event is related to both the device and the procedure. The insufficient proximal sealing was due to progression of disease. A proximal type 1 endoleak was not visible. There was no migration of the stent graft and no aneurysm expansion was observed. A secondary endovascular procedure was performed to secure the threatening loss of proximal seal by placing a proximal cuff and fixation with endo anchors resolving the event. No additional clinical sequelae were reported and the patient is fine.